Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during a jj stent insertion, using a 4fr straight flush catheter the tip came off the end of the catheter in the patient's kidney. The patient was sent for a cystoscopy to have the tip removed with no further complications.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database found one similar complaint for this lot number from a different customer. The device history record was reviewed and no exception documents were found.